Event description:
Reporter alleged finding the customer foaming and frothing at the mouth when she called for an ambulance. Reporter stated she tested the customer with a result of 568 mg/dl on the advantage system and within 10 minutes of that result, the hospital obtained a result of 25 mg/dl on their system. Reporter stated that 5 minutes later, another result of 23 mg/dl was obtained on the hospital system. Reporter stated that 5 minutes after that, she used the advantage system again to obtain a result of 509 mg/dl. Reporter stated the hospital treated the customer with juice and some sort of sugar IV. A request was made for the return of the suspect device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was stuck on the second firing and had to manually pry it open, but it was very difficult. The clip formation was fine and the tissue was not damaged. Another device was used to complete the procedure. There was no adverse consequence to the patient. Call with ees associates and the sales representative to discuss the event. The rep indicated the surgeon was firing the device across the cystic duct on the patient side. On the second firing, the jaws would not open. The surgeon was able to pry the handles apart. The account does not reprocess. An additional call with ees associates and the surgeon to discuss the surgeon¿s technique. The surgeon described his firing technique as followed: the device is handed to him mid shaft, places it through the cannula dominant right hand on device. Halfway fires the clip so he can see the clip in the jaws, and then places the jaws on the vessel and fires. He applies the jaws on the vessel by bringing the vessel as far into the jaws as he can.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.